Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient was unable to connect their sensor to the g5 application. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. A review of the data log confirmed the reported event by the findings of sensor noise, signal loss and a sql error. A root cause could not be determined.